Manufacturer narrative:
Stryker evaluated the device and was able to duplicate and verify the reported issue. Due to device age and additional damage it was determined the device is not repairable.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device was booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.